Manufacturer narrative:
Results: the velocity was fractured approximately 43.5 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a fracture. If the device is forcefully retracted against resistance or mishandled during preparation, damage such as a fracture may occur. The ace68 identified in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a velocity delivery microcatheter (velocity), the velocity was advanced into a penumbra system ace 68 reperfusion catheter (ace68) on the back table. The technician was then instructed to remove the velocity from the ace68 and reported that the velocity broke into two pieces upon retraction. The damage to the velocity occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using another velocity and the same ace68.